Event description:
It was reported that the pt was shocked during an arthroscopy of the shoulder, and that the coating on the device left black in the joint. The procedure was not extended, and there was no apparent pt injury.

Manufacturer narrative:
Final device investigation showed evidence of a ¿blow out¿ on the distal tip of the device. The insulation is broken away from the area surrounding the distal tip. According to the OEM instructions for use, this type of failure can occur if there is a lack of irrigation fluid used during the procedure.